Event description:
It was reported that a malfunction occurred, with a fault code labeled as malfunction 16-0x20e6. There was no information available regarding the customer¿s blood glucose level, and it is unknown if the levels exceeded 500 mg/dl. It was confirmed that the pump was reset for this malfunction within the last 24 hours, and the decision was made to replace the pump, which was within warranty. The customer was informed about the need for a replacement, received instructions for returning the faulty device, and was ensured that the problematic pump would be transported with storage mode instructions. However, the customer declined to share what type of backup therapy would be used to prevent insulin delivery disruption.